Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure. The procedure was completed by using another system. The philips field service engineer (fse) inspected the system onsite and confirmed that system was unable to perform fluoroscopy. A review of the system logfiles indicated an error related to an inactive hand/footswitch being pressed. Upon troubleshooting actions, fse identified that the wrapping plastic bag encasing the wired footswitch was too small, resulting in the footswitch being inadvertently activated. Fse cleaned the footswitch and replaced the small bag with a larger bag. After replacement, the system was returned to use in good working order.